Manufacturer narrative:
Concomitant medical products: telemetry monitor. The customer¿s report of a cardizem overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. There were no air in line alarms recorded in the pcu event log during this infusion although the user reported that the device alarmed for ail. During functional testing the pump module was delivering fluid within specification. No issues were noted during external or internal inspection that would have contributed to an over infusion. The starting/ending volume of the fluid container cannot be determined through device logs. The disposable set was not returned for investigation. The root cause of the reported cardizem overinfusion was not identified.

Event description:
The customer reported that a cardizem infusion was initiated at 1508, at a rate of 10 ml/hr with a vtbi 125ml. It was reported by the rn, after observing the telemetry monitor and checking the patient, that the patient¿s heart rate started to increase from 80s-90s to 110s-120s. The rn went into the room to ¿see if I needed to increase the rate of the cardizem to 15ml/hr¿ and noticed that the bag and the tubing down to the pump were completely empty. The tubing below the pump still had fluid and the pump was not alarming for air in line. The nurse checked vital signs (results not provided) and stated that they were normal for this patient. A second nurse then verified that the rate was at 10ml/hr. The cardiologist was notified and instructed that the pharmacist could determine when to restart the infusion again based on the half-life of the medication. There was no report of any additional adverse patient effect. The devices were examined by the biomed who stated that there were no cracks noted on the lower hinge. The device was tested for a free flow however they could not replicate the over infusion.

Event description:
It was reported that a cardizem infusion was initiated at 1508 at a rate of 10 ml/hr with a vtbi 125ml. The nurse noted the patient¿s heart rate started to increase from 80s-90s to the 110s-120s range. When the nurse entered the room to titrate the drip, the bag and the tubing down to the pump were completely empty, there was fluid in the tubing below the pump, however the pump was not alarming for air in line. The nurse checked vital signs (results not provided) and stated that they were normal for this patient. A second nurse then verified that the rate was at 10ml/hr. The cardiologist was notified and instructed that the pharmacist could determine when to restart the infusion again based on the half-life of the medication. There was no report of any additional adverse patient effect. The devices were examined by the biomed who stated that there were no cracks noted on the lower hinge. The device was tested for a free flow however they could not replicate the over infusion. The event was discussed with biomed and nurse educators, stated: " that the door intact and no visible signs of damage, able to reproduce that at a slow rate, the air in the line did not alarm until completely though the pump."